Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to a loss of capture and high thresholds. No additional adverse patient effects were reported.